Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked right plunger case and battery door. Review of the pump event history log found a base not responding alarm. Device underwent power up and checked the battery diagnostics. The reported customer complaint was unable to be duplicated during testing. Found no alarms at power up, battery functions normally and values were within specification. The customer complaint however was noted in the event history log and the problem source has been determined to be unknown.

Event description:
Information was received that device base hardware battery depleted, not the battery. No patient involvement.